Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a bluetooth malfunction. No intervention was reported. There were no patient consequences.

Event description:
New information received indicates that a bluetooth reset was performed and the device was able to pair with the mobile application. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to interrogate via ble was confirmed. Analysis of the data provided determined there was a memory corruption that caused the inability to interrogate via ble.